Manufacturer narrative:
H10: a philips authorized service provider (asp) tested the device with a new pm pcba with a new one, but the issue persisted. The asp determined the device required a replacement of the motor control (mc) pcba, power supply, and/or central processing unit (cpu). The asp reported all issues were corrected with replacement of the mc pcba. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from customer biomed reporting the v60 ventilator would not power down. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the issue. The bme reported the issue occurred soon after replacement of the power management (pm) printed circuit board assembly (pcba). The bme alleged the new component was the cause and requested it be replaced. Investigation is ongoing.

Manufacturer narrative:
This complaint record was reopened in order to update with a failure analysis of a replaced component. The removed motor control (mc) printed circuit board assembly (pcba) was returned to the product investigation lab (pil) for analysis. There was no evidence of damage upon visual inspection. The pil technician installed the component into a pil v60 standard test bed (stb) for testing. The pil technician verified the backup alarm failed and aux supply failed alarms are present after powering on stb with suspect mc pcba installed, and diagnostic code 1115 was logged in the significant event log. Tech also verified that the stb does not fully power down after being powered on with suspect mc pcba installed, regardless of being in ventilator or service modes. The measurements confirmed that voltage was absent from the vbackup signal path as indicated on schematic 1055882sm vb. Conclusion diagnostic code 1115, the backup alarm failed, and the aux supply failed alarms were triggered by the absence of acceptable voltage being present on the vbackup signal path. The input voltage of u128 pin 3 was not present, resulting in the inability to generate the correct voltage specified by code 1115 of between 9vdc and 11vdc on the vbackup signal path. The correct voltage to supply u128 is present, as indicated by checks c and g, but is being prevented from providing the necessary voltage at u128 pin 3 due to a component failure. Further troubleshooting to isolate the specific component would require destructive testing to determine if the failed component is r372, r164, r162, or u128.